Event description:
It was reported that the screw at the back of the housing came loose and exposed the inner contents of the system 5 saw. There were no adverse consequences related to this event. No further information is available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation as of the date of this report. This report will be updated when the device is received and an investigation is concluded.